Manufacturer narrative:
The device had no button error alarm. The device was received with no button response due to corroded esc keypad trace. Unable to perform functional test due to keypad anomaly. No unexpected frozen screen noted. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 50 mg/dl or 60 mg/dl. The esc buttons was unresponsive. The screen was frozen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.